Manufacturer narrative:
Siemens has completed an investigation of the report. During the investigation, it was determined that the damage of the cable between control modules and the user local interface board is a result of improper handling. The defective cable has been exchanged on site and the system has been tested and works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
(B)(4) is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to (B)(4) that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the customer reported the emergency stop button became activated although it was not pressed. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.